Event description:
It was reported that during a da vinci-assisted the surgical procedure, the force bipolar jaws would not open while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis could not replicate nor confirm the customer reported complaint. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. The complaint regarding jaws not opening was not confirmed by failure analysis. Additionally, the instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shaft #6 and #7.